Event description:
Litigation papers allege: patient is suffering from pain, inhibited patients ability to walk, and is anticipated to require a revision surgery. (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised due to cup spin out, pain, brown tissue and metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.